Event description:
The doctor claimed that there was a trajectory issue with site 19. The doctor said the guide fit well, but he noticed during drilling that the trajectory was too buccal. He shattered the buccal plate and had to graft the patient. He will attempt to place the implant at a later date after the graft has healed. Local anesthesia was used for the procedure.

Manufacturer narrative:
The trajectory of the surgical guide is reviewed in three steps: the guide is seated on the dental model with inserts. Gauge pins are then seated in the inserts to help visualize the trajectory of the guide. The assembly from step 1 is scanned and overlaid onto the treatment plan. Gauge pin trajectory is measured against implants positioned in the treatment plan. Axial center to center distances are taken at the implant crest and implant apex.